Manufacturer narrative:
Device: component (B)(4) relates to problem (B)(4) for stent deployment issues the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed from the device and had not been returned. The outer sheath was fully closed to the tip. The outer sheath was kinked and the outer sheath was separated distal to the distal handle. The inner lumen was kinked at 80 mm and also at 184 mm (which is consistent with the kink in the outer sheath) proximal to the distal tip. The most probable root cause classification of this investigation is operational context. A review of the device history record was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure in the transverse colon of a patient on (B)(6) 2011. According to the complainant, the patient suffered from metastatic cancer, and had several co morbidities such as obesity, diabetes and cardiac problems. The anatomy was not remarkably tortuous. Prior to the procedure, the nurses reported that the patient had a "very poor prep". During stent deployment, the sheath broke into two separate pieces, and a "pop" sound was heard as the handle moved freely; therefore the stent was only partially deployed. The stent device and endoscope were removed from the patient without noticeable effect. It was reported that the patient had a perforation; however the physician was unable to confirm when the perforation occurred, but it was not due to the stent device. It was reported that the patient died on (B)(6) 2011. The patient's family denied an autopsy. The physician was unable to confirm the cause of death; however it was suspected that the patient's several co morbidities were contributing factors.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy procedure in the transverse colon of a patient on (B)(6) 2011. According to the complainant, the patient suffered from metastatic cancer, and had several co morbidities such as obesity, diabetes and cardiac problems. The anatomy was not remarkably tortuous. Prior to the procedure, the nurses reported that the patient had a "very poor prep". During stent deployment, the sheath broke into two separate pieces, and a "pop" sound was heard as the handle moved freely; therefore, the stent was only partially deployed. The stent device and endoscope were removed from the patient without noticeable effect. It was reported that the patient had a perforation; however, the physician was unable to confirm when the perforation occurred, but it was not due to the stent device. It was reported that the patient died on (B)(6) 2011. The patient's family denied an autopsy. The physician was unable to confirm the cause of death; however, it was suspected that the patient's several co morbidities were contributing factors.